Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned and evaluated. Upon visual inspection the strike plate had fractured from the handle and the spring had disassembled. There are impact marks visible on the handle and on both the top and bottom of the strike plate. A piece of the weld material had fracture into a separate piece. Fracture analysis identified failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. The material was found conforming. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.